Event description:
A facility reported a disposable perforator failed to disengage. According to customer: "while using the motor with the drill bit, the motor failed to disengage and became stuck in the patient's bone. It was difficult to remove the motor from the bone and it also created a tear in the dura mater and a cranial vein. A bleeding was generated by this incident." Patient status: right frontal ischemia of venous origin noted on the postoperative CT scan with postoperative confusional syndrome. The facility was monitoring the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The disposable perforator was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.